Event description:
A medtronic ent representative reported that the site was experiencing intermittent tracking of the head frame during an ent case. The problem occurred approximately one hour into the case. The site suspected that something was wrong with the emitter, so the medtronic representative went to the site to troubleshoot. They were then able to successfully track with the emitter and had a normal size field of view. The surgeon continued the surgery using the fusion navigation system. There was no impact to patient.

Manufacturer narrative:
Medtronic ent rep. Looked at system and could not replicate issue. Ment rep. Trained site on emitter placement and to keep metal out of the field of view. No impact on patient outcome reported.